Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's father reported via phone call that the insulin pump alarmed motor error. It was stated the customer wore the device during an MRI. Customer does not use the sensor feature and father is unsure if its able to rewind. Blood glucose value was over 200 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. Customer had already disconnected the device. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.